Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo. The proximal conductor of the lead developed a fracture due to flexing while in vivo. Concomitant medical product: 553445 lead implanted: (B)(6) 1996. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead integrity alert (lia) had triggered. Noise was observed on stored episodes. Impedance trends shows a change in impedance. The physician noted during the lead removal that the suture sleeve was broken and the suture was around the actual lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.